Event description:
It was initially reported that the patient's device did not work any longer and patient's previous health care professional would not manage her device any longer. The patient no longer had insurance. In later reporting, it was noted that the patient was looking for a new healthcare provider; she lost her (B)(6). The patient was experiencing a shocking or jolting sensation which started last summer. At that time, the patient turned her stimulator off and had not turned it back on. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model # 3889-28 lot # v071771 implanted (B)(6) 2008 explanted unknown; programmer model 3037 lot # njd063302n.